Manufacturer narrative:
Our partner service technician could not replicate air supply failed. Functional testing was completed with oxygen testing at various values. Mixer valves are working properly. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: intermittent air supply failed alarm.